Event description:
There is limited info about this event. It was reported, "the spring wire guide (swg) got blocked and broke at retrieval. A part of it stayed within the pt (sub-cutaneous). An incision will be made to withdraw it." Update: 11/13 - at this time, no incision has been made to retrieve the catheter. Surgical intervention is still in the plans to retrieve the catheter.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.